Manufacturer narrative:
A ge oec service rep investigated the issue and found a broken high voltage cable to the iris potentiometer. This wire was repaired. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had an off-center image during a procedure. Also, it was noted that the collimator was visible in the field of view.